Manufacturer narrative:
The device was evaluated by the returns department which found that the compressor is vibrating and is loud.

Event description:
Customer alleged that the unit alarms intermittently no warning lights are on.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Customer alleged that the unit alarms intermittently no warning lights are on.